Manufacturer narrative:
Based on the claim against the product by the customer noting a broken fenestrated bipolar forceps instrument, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The fenestrated bipolar forceps instrument was requested to be returned for failure analysis testing, but the instrument has not yet been returned.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument broke and snapped on the side. The wires from the jaw also broke off. The cannula was still attached due to how it broke. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the jaw became discombobulated from the shaft of the instrument. The surgeon was slightly rough on the instrument. The fenestrated bipolar collided with another instrument. It was a user error. The instrument was removed along with the cannula. There was no fragment fall to the patient. The procedure was converted to laparoscopic procedure due to this issue. Additional ports or ports size was not increased. There were no issues for the patient before and after the laparoscopic procedure.